Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 03:55:46 on (B)(6) 2023. At 18:14:19, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured by CPR/electrode lead fall off. At 18:16:02, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured by CPR/electrode lead fall off. After the second non-lifevest defibrillation, the rhythm transitions to sinus rhythm/svt from 80-150 bpm with hb, motion artifact, CPR, and electrode lead fall off. The rhythm then degrades to vf with CPR/motion artifact/electrode lead fall off. CPR/electrode lead fall off prevented the lifevest from treating the patient. At 18:21:14 on (B)(6) 2023, the device shutdown.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 03:55:46 on (B)(6) 2023. At 18:14:19, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured by CPR/electrode lead fall off. At 18:16:02, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured by CPR/electrode lead fall off. After the second non-lifevest defibrillation, the rhythm transitions to sinus rhythm/svt from 80-150 bpm with hb, motion artifact, CPR, and electrode lead fall off. The rhythm then degrades to vf with CPR/motion artifact/electrode lead fall off. CPR/electrode lead fall off prevented the lifevest from treating the patient. At 18:21:14 on (B)(6) 2023, the device shutdown.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open r781 resistor caused or contributed to the patient death because the system was able to detect vt/vf on the date of event.